Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a coronary intervention with impella support. Reportedly, one prostyle suture was preplaced prior to the placement of the impella device at baptist health floyd where the left heart catheter portion of the procedure was performed. The next day, the patient was transferred to the university of louisville health jewish hospital, with the impella and suture still in place, where additional coronary intervention was performed. No additional imaging of the access site was reportedly performed. Another prostyle suture was deployed at the access site for closure. After the prostyle device was inserted and the footplate deployed, the device became stuck in the skin tract. The prostyle was removed with manipulation. There was no reported vessel damage. Prostyle suture use was aborted. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.